Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversensing was observed via remote transmission. The patient did not receive therapy during the oversensing. Programming changes were discussed.

Event description:
New information noted that the patient presented for a follow-up in clinic on 13 feb 2020 and additional episodes of non-sustained right ventricular oversensing due to post paced t-wave oversensing was observed again. Programming changes were made and no patient symptoms or adverse patient consequences were reported.